Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving clonidine ( at an unknown concentration and dose) and morphine ( at an unknown concentration at 7.3 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was found almost unresponsive, had a slowed metabolism, an oxygen level at 48% and displayed strange activity while asleep. The caller stated that the patient was currently in the hospital and that the healthcare provider (hcp) wanted the pumps morphine lowered from 7.3 to 6.3 because they thought the patient was getting over dosed. It was noted that the patient's primary hcp thought the patient's symptoms were due to sedatives. No further complications have been reported as a result of this event.